Event description:
According to information received as of feb. 01, 2022, a patient was injected on (B)(6) 2022 with 0.7 ml of teosyal rha 3 (tp27l-203723c0) into bilateral nasolabial folds, oral commissures, and with a derma filler of one other company into bilateral zygomatic areas. Approximately 10 days post-injection the patient began to experience an inflammatory reaction, including swelling on the right pyriform fossa, accompanied by nodules and warmth sensation on the injection site. Therefore, on (B)(6) 2021, as a corrective action received an antibiotic (amoxicillin 500 mg 3x per day during 7 day), along with corticosteroid treatment (urbason 40 mg im; intramuscularly 3x per day). Since the patient was unwilling to take a corticosteroid, the anti-inflammatory agent was replaced with a primarily nonsteroidal drug ibuprofen; im 600 mg 3x per day. Some days later (on an unknown exact day) , the patient presented viral symptoms and therefore suspended the antibiotic treatment voluntarily. A few weeks later on (B)(6) 2021, the inflammatory symptoms presented again, this time in the left pyriform fossa, which progressed to an abscess. The abscess was drained and a few days later, the patient reported an inflammatory reaction including nodules on the left zygomatic area. As a remedial action, antibiotic treatment (ciprofloxacin 500 mg every 12h for 7 days) was resumed, accompanied by hyaluronidase injection (500 iu) on each nodule presented on the affected area. According to our latest information, after the implementation of corrective actions, the symptoms had started to resolve. Additionally, on (B)(6) 2022, the patient had an ultrasound which showed only a few residual vacuoles with resolving inflammatory process.

Manufacturer narrative:
Additional MFR narrative: data batch review: a minor ncf 20/294 was opened during production, that concluded to no incidence on the product safety and quality.